Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer reported getting an error message during the procedure. On (B)(6) 2010, additional info was rec'd: the customer stated that the footswitch gave an error message during surgery, and the system was reset. The surgery proceeded after the reset, and there was no outcome issue and a delay under one minute. Additional info was requested.